Manufacturer narrative:
The reported router involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering group (r&d) who concluded that the returned router shows slight wear at the back of the flute this is near the location of the attachment front bearing. The part is dimensionally within specification. The returned router is within design specification. The most likely cause of failure is excessive force and/or bending during use. The IFU(instructions for use) of attachments associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying,with the cutting accessory, foot, or leg. Excessive pressure may fracture the cutting accessory or bend the attachment foot or leg."

Event description:
It was reported that a portion of the router broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that a portion of the router broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.